Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that when connected to a ventilator, the compressor was frequently switching to standby mode. There was no patient harm. (B)(4).

Manufacturer narrative:
According to the problem description, the compressor mini was cycling in and out of standby mode. The problem was confirmed on-site, the standby valve was replaced and after that was functional tests performed successfully and the compressor unit was returned to service. The standby valve was not returned for investigation. Received device logs underpins the reported issue. Alarms for low air supply pressure and high oxygen concentration can be confirmed indicating insufficient air supply. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigations, the most probable cause to this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the true root cause cannot be determined without investigating the standby valve. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).